Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the light emitting diode (led) unit failed resutling in the e105 error message. In addition, the following non-reportable malfunction was found during the device evaluation: front panel damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been received; however, the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the video system center had an e105 lamp error. The issue was found during a diagnostic cystoscopy procedure which was completed with a similar device. There were no reports of patient harm.